Event description:
As reported by a field clinical specialist, approximately 4 years post tavr with a 23 sapien 3 valve in the aortic position the patient presented with symptomatic increased gradients. Anticoagulation was initiated and the patient will be reevaluated. Per clinical imagery review of a CT showed a mildly under-expanded 23mm sapien 3. It measures 21.8mm when adding 0.5mm for od dimension. The more significant finding is halt at all 3 cusps. The valve appears to have good position. Per medical record review, the patient is now being worked up for a valve in valve.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaints for post implant leaflet thickening and increased gradients were confirmed based on the medical report and imagery. A review of the IFU/training materials revealed no deficiencies. As the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, ''approximately 4 years post tavr with a 23 sapien 3 valve in the aortic position the patient presented with symptomatic increased gradients. Anticoagulation has been initiated and team is watching. Plan is anticoagulation for 4 weeks and reevaluate''. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. Per medical record, the patient had history of hyperparathyroidism. Hyperparathyroidism is a known factor that may increase the risk of valve calcification leading to thickened leaflets. Additionally, the patient was prescribed an anticoagulant medication, which suspected that patient potentially had thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening. As such, available information suggests that patient factors (hyperparathyroidism, thrombosis) may have contributed to the leaflet thickening. In this case, the patient had thickened leaflets. Leaflet thickening can narrow the effective orifice area (eoa) of valve, and obstruct the blood flow across the valve, leading to increased gradient. As such, available information suggests that patient factors (thickened leaflets) may have contributed to the increased gradients. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.